Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es fridge lock had failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d & h unique identifier, medical device serial, device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator lock was failed. A field service engineer crimped spade connectors, cleaned micro switches, and applied carbon grease to ensure optimal conductivity to resolve. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
D4 & h4: server serial number, unique identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es fridge lock had failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.